Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular and right atrial leads were capped due to unspecified reasons on (B)(6) 2018. The right ventricular lead was replaced. No further information available.